Event description:
The customer stated that she was taken by paramedics to the hospital due to an insulin reaction. The customer's blood glucose reading at the time of the report was 350 mg/dl. Troubleshooting was performed and found that the time and date were incorrect on the insulin pump. The customer was assisted with correcting the date and time. The insulin pump was reading the reservoir volume correctly. The displacement and prime tests passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.